Event description:
Customer¿s father reported customer experienced an infection while wearing an adc freestyle libre sensor. It was further reported that since (B)(6) 2018 customer has been experiencing ¿skin irritation¿ at the insertion site, which was treated with bepanthen cream. Caller further reported that in (B)(6) 2018 he noticed ¿bruising and infection¿ at the insertion site so customer was taken to a healthcare provider on (B)(6) 2018. Customer was diagnosed with an infection and prescribed kefexin (cefalexin, an antibiotic) and fucidin cream (fusidic acid, an antibiotic). No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for all libre sensor and libre sensor kits within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, no confirmed complaints were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s father reported customer experienced an infection while wearing an adc freestyle libre sensor. It was further reported that since (B)(6) 2018 customer has been experiencing ¿skin irritation¿ at the insertion site, which was treated with bepanthen cream. Caller further reported that in (B)(6) 2018 he noticed ¿bruising and infection¿ at the insertion site so customer was taken to a healthcare provider on (B)(6) 2018. Customer was diagnosed with an infection and prescribed kefexin (cefalexin, an antibiotic) and fucidin cream (fusidic acid, an antibiotic). No additional treatment was required. There was no report of death or permanent injury associated with this event.